Event description:
It was reported that after inserting the intraocular lens (iol) into the patient¿s operative eye, the surgeon noticed the iol was cracked. He¿s been doing implants for over 20 years and he¿s never seen a similar crack. The crack was at the center and expanded like a star outwards extending in many directions. The surgeon has a new technician, but does not think it¿s technician error. The lens had to be cut out. The procedure was completed successfully with a backup of the same model and diopter. There were no complications such as capsule tear, vitrectomy or sutures. The patient is doing well post-operatively (op). No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.